Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 52 mg/dl. Customer alleged that insulin pump was over delivering because the blood glucose continued to dropped low. It was stated that they treated the low blood glucose with the food and glucose tablets. Customer's blood glucose level at the time of call was 129 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using the auto mode feature at the time of the incident. Customer did the troubleshoot for the low readings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.